Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritoneal inflammation. The cause of the event was unknown. It was reported that the patient was hospitalized. The patient was treated with an unspecified drug (intraperitoneal, dose and frequency not reported) for the event. At the time of this report, hospitalization was ongoing and the patient was not recovered from the event. Action taken with pd therapy was not reported. No additional information could be provided because the reporter declined follow-up.